Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patients' lead migrated superficially near the skin surface. As a result, the lead was repositioned and anchored back into the epidural space. Reportedly, there were no patient consequences as a result of the issue. Hence, the physician electively repositioned the lead.